Event description:
In 2004, this patient was implanted with two gore excluder bifurcated endoprosthesis devices. On an unknown date, this patient was identified with aneurysmal sac enlargement due to endotension. In 2008, this patient was converted to open repair in which the devices were explanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.